Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's family member called (with the patient on the call in the background) to report that the therapy wasn't working for the patient (patient stated that "all of a sudden" it seemed like it quickly stopped helping, and that this began in the last "like 3 weeks) and that they couldn't get the handset to connect to the communicator nor could they connect to the ins. The stated they'd been meaning to call about it, but they kept procrastinating and tried to figure it out on their own instead. The patient rep also stated they at one point tried to "switch something" but the options for the serial number prefixes they saw didn't match the serial number and that the choices they were seeing were two prefixes they didn't recognize, something like "nba or something." Patient services walked the them through pairing the handset and communicator and they paired immediately. Patient services then walked the patient and caller through connecting to the implant and they were able to successfully connect. The therapy was on and the stimulation was at 4.6 ma. The patient stated the last time they used the therapy, they had increased the stimulation to 9.0 ma and they wanted to know how it was now at 4.6 ma when they hadn't done anything to change it? It was again reiterated that the therapy stopped helping their symptoms. They stated "it's true, they did go to 9.0 ma last time" and asked why the stimulation had changed on its own and patient services reviewed it was unlikely that the settings would change on their own and recommended they keep a journal/log of the patient's settings and to call back if they had further concerns with the settings/external devices. Patient asked if the therapy was just supposed to stop helping and wondered if they'd done something to it? Patient services reviewed therapy expectations and programming considerations with the caller and also reviewed ins battery longevity considerations with the caller and patient and caller was able to check that the patient's ins battery currently showed "ok." The patient's reason for call was met and the external devices were functioning as expected on the call. Patient to call back the future if they had further concerns and it was noted they would continue working with the programming to find a good setting for the patient and follow up with the healthcare provider if they still weren't finding relief. Documented reported event. No further action was taken by patient services.